Event description:
Per complaint (B)(4), during clinical procedure, dropped from the implant driver.

Manufacturer narrative:
Patient age,weight and bone quality are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.